Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Event description:
Follow-up information revealed the patient has effective therapy following the procedure.

Manufacturer narrative:
1627487-12192011-003-r; this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. The patient stated he had not recharged the ipg in several months and the patient is without stimulation. A company representative met with the patient and confirmed the issues. Consequently, the patient will undergo surgical intervention as the next course of action.